Manufacturer narrative:
Additional information was received on february 12, 2021. The devices were implanted on (B)(6) 2005. The devices are mentor siltex round moderate profile 375cc saline prostheses. Section d has been updated with newly available information. Additionally, the patient reported experiencing several unexplained systemic symptoms post procedure. Food allergies, stomach issues, and problems with lower immunity were noted. The right implant was replaced with a new mentor siltex round moderate profile 375cc saline prosthesis on (B)(6) 2010 due to deflation. On (B)(6) 2010 the left prosthesis was replaced with a new mentor siltex round moderate profile 375cc saline prosthesis due to a subsequent deflation on an unknown side. The right prosthesis was also replaced. This report relates to the right prosthesis. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness/deflation h6 health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5097898) that a caucasian female patient who had unknown mentor gel implants placed experienced possible bilateral rupture post procedure. As a result, replacement with unknown mentor gel implants was performed on an unknown date. Mentor has received information regarding a string of three ruptured sets of implants in which only the implant date of the first set, and the explant date of the last set of implants were provided. Therefore, the following values are being left blank the event date and the explant date, as they were not provided and a reasonable estimate cannot be made with the information available. If additional clarification is received in the future, then a supplemental report will be submitted. This report relates to the first in the series of three ruptures. See report 1645337-2021-01120 and 1645337-2021-01121 relating to the second rupture. See report 1645337-2021-01515 and 1645337-2021-01514 relating to the third rupture. See 1645337-2021-01519 for contralateral prosthesis report.